Event description:
It was reported that post-op the patient's right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing post vp and post vs. Programming options were presented, but it is unknown if a programming change was completed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.